Event description:
The patient reported that they did not feel well since receiving the implantable pulse generator (ipg) two years ago. Three weeks had passed between the last two device adjustments. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).